Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of the reporter on 05/18/2016 to claim no audio output on (B)(6) 2016.

Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on behalf of the reporter on 05/23/2016 to claim no audio output on (B)(6) 2016. Relationship to patient is unknown. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).